Manufacturer narrative:
Image analysis: two still images were returned for analysis, medical safety reviewed the images provided. Image is a fluoroscopic image of the proximal end of a stent in the superior femoral artery. The proximal end of the stent appears stretched and deformed. Image is a fluoroscopic image of the distal end of a fully deployed and intact stent. Product analysis the device was returned with the locking mechanism was loosened, the stent was confirmed as 200mm from the strain relief, . No stent was returned with the device, the distal inner assembly was cut just proximal to the stent retainer to allow further testing. Witness marks were noted on the stainless steel hypotube approximately 23.5mm and 25.5mm from the distal end of the stainless steel hypotube, indicating that the safety locking pin was tightened in manufacturing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a protégé everflex self-expanding stent device for patient treatment in the mid superficial femoral artery with tortuosity, and plaque and 75% stenosis. No abnormalities reported in relation to anatomy. Device was prepped as per IFU with issues no identified. It was reported that when the stent was deployed about 5 cm, the pulling back to deploy the stent was blocked. The stent had been partially deployed and could not be retrieved. The operator tried his best to deploy the stent. After the deployment, the angiography showed that the middle section of the stent was stretched, and the rear section was damaged. To prevent stent damage and thrombosis, the surgeon added a stent graft. No further patient injury reported.